Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed and the error code remained. The field service engineer (fse) was dispatched. The fse found a small hole in the detergent line just below the detergent port. It was found that the alcohol pump would not run. The fse moved the detergent line up on the detergent port past the small hole so the detergent no longer leaked inside the machine. Fse replaced the alcohol pump. Fse then ran and completed a test cycle with no errors and no leaks. Repair was complete. The equipment was repaired and verified according to OEM instructions. The fse left the machine in working order and returned the machine back to the customer for normal operation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoscope reprocessor received an e93 "no alcohol remains" code. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed hole in the detergent line could not be determined, however, it is believed that the tube/detergent line was damaged by chemical exposure due to the flow of detergent into cracks, that were generated by external factors, and resulting in a detergent leak into equipment and alcohol pump damage. Olympus will continue to monitor field performance for this device.